Event description:
New information indicated that a recurring backup vvi mode was observed on the implantable cardioverter defibrillator (ICD). No further information was reported.

Event description:
It was reported that the patient presented in clinic to follow up with the implantable cardioverter defibrillator (ICD) in back-up mode discovered remotely. No resolution was performed. The patient condition was stable.

Event description:
New information indicated that the patient was brought into the clinic, and the device was restored. The patient was asymptomatic.